Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
Customer states that the patient's vein failed to close post procedure at the follow up examination. Customer states that they believe the patient followed post procedure compliance plan. Customer states they treated a woman whose left gsv was very large (1.42 cm) on (B)(6) 2011. Initially she was closed without complication, but she returned a few weeks ago with recurrent varices and a patent and incompetent left gsv which had some scarring. Closed her again on friday and performed concurrent microphlebectomies.